Event description:
It was reported, there is a lot of discomfort when walking resulting in pain. Any activity he does, he has pain. Blood work done on (B)(6) 2012. A MRI will be done on (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received will be submitted on a supplemental report. Device remains implanted.